Event description:
Physician reported capsular contracture baker grade iii, pain and folds. This relates to the left side. Device remains implanted.

Manufacturer narrative:
Explant is a future date. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, pain, folds.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, opening, crease flat. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge opening on posterior side assessed as surgical damage. Was observe crease however not is considered workmanship due to the device was explanted. Additional, changed, and/or corrected data.

Event description:
Physician reported capsular contracture baker grade iii, pain and folds. This relates to the left side. The device has been explanted.